Event description:
It was reported that cartridge alarm occurred and customer saw high blood glucose reading without a specific value. Customer gave correction insulin by injection and used multiple daily injections as backup therapy, and technical support confirmed consecutive cartridge alarms, arranged shipment of replacement pump with updated software.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.